Event description:
As reported per the district manager: I received a call today from this account about a stent that fractured. I am still gathering the information about the occurrence. The following information was received via email on 25mar2025. "The patient was 68 y/o female with pancreatic adenocarcinoma. She was 5¿2¿ and 110 lbs. Patient had placement of internal/external biliary drainage. On (B)(6)2025 the stent was internalized with a zilver stent gpn-g43868, lot # c2138632. An internal/external biliary drain was left through the zilver stent. Patient was brought back on (B)(6)2025 for injection and removal of biliary drain. The stent appeared to be intact then. Patient returned to endoscopy (B)(6)2025 for repeat scope. It was noted then that the stent was fractured. Patient returned to ir for percutaneous biliary drainage on (B)(6)2025. Doctor was unable to gain access inn the biliary tree as the patients¿ ducts were not dilated. Internal stent was draining and not occluded. There was no adverse effects at this time as the stent was still draining ducts." A formal complaint was not filed or reported.